Manufacturer narrative:
All buttons function properly however moisture damage was found on keypad traces. There was no ramping numbers on their own anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of keypad issues on their insulin pump. The customer's blood glucose at the time was 480mg/dl. The customer treated the high with manual injection. The customer states the device is ramping on its own. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.